Event description:
It was reported that as this device was being used to dilate a circumflex lesion, a slow deflation time was observed. There has been no claim of injury related to this event. The device is being returned for analysis.